Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019 an email was received from an online provider who reported a patient (pt) experienced irritation and itching while wearing the acuvue oasys brad contact lenses. The pt tried a second pair of lenses and developed an eye infection and sought medical attention and was prescribed eye drops for treatment. On (B)(6) 2019 a call was placed to the pt who provided additional information. The pt reported os itching and felt like dust in the eye but continued to wear the suspect os lens, subsequently causing swelling and redness. The pt reported while driving the os vision ¿would go blind¿ but thought it might be due to discharge. The pt went to the eye care provider (ecp) on (B)(6) 2019 and was diagnosed with ¿infection¿. The pt was prescribed neo-poly-dex eye drops os qid for 7 days. The pt reported she could continue contact lens wear, but was advised remove the lenses when inserting the eye drops. On (B)(6) 2019 the pt¿s treating ecp provided additional information. The ecp reported the pt was diagnosed with bacterial conjunctivitis os and prescribed neo-poly-dex qid for 7 days. The ecp wasn¿t sure if the pt would follow-up for a visit, but no return appointment was scheduled. The os suspect lens was discarded by the pt. No evaluation can be completed. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00s46s was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.